Event description:
A hemodialysis user facility has reported that during a blood leak occurred. The external leak was visually observed at the dialyzer head. Blood was returned to the pt and treatment was completed with a new dialyzer. Estimated blood loss was less than 10ml's. No medical intervention was required and the pt had no adverse effects. Sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.